Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received shocks from the implantable cardioverter defibrillator (ICD) device. Some episodes appeared to be potential at/af with rapid ventricular response (rvr) based on electrograms. The device remains in use. No further patient complications have been reported as a result of this event.